Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the atrial lead during a routine device clinic follow-up. Patient was asymptomatic. Minimum noise was reproducible with provocative arm movement testing. No intervention planned at this time. Patient is stable and will be monitored.